Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the screen of the pump control panel of the s3 roller pump had no or only partial display. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement. The field service representative replaced the pump control panel and tested the pump. No further issues were reported. A technical safety inspection was successfully performed and the pump was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the screen of the pump control panel of the s3 roller pump had no or only partial display. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement.